Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered insulin while still being connected to the pump during the fill tubing process. Reportedly, the customer believes to have delivered approximately 2 units of insulin from filling the tubing prior to disconnecting. Tandem technical support verified that the customer filled the tubing with 11.6 units. At the time of the reported event, the customer's blood glucose (bg) level was 272 mg/dl, and "stable".